Event description:
A patient with an implantable neurostimulator (ins) reported a loss of coverage in his left arm and claimed that he was only getting therapy on his right side after a shoulder replacement surgery. The patient was x-rayed due to the loss of coverage, and was reprogrammed by a manufacturer's representative, which resolved the issue. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.